Event description:
Caller reported a discrepancy in the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the caller's blood glucose level, as previous settings did not result in readings outside the normal range. The caller was assisted by technical support to update the pump time and date, advised to monitor for any future disparities, and educated about the implications of incorrect date settings on uploads and reports.